Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had a scratched on the pump screen. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer states the damage to the pump was not caused by a vehicular accident. Customer stated the scratch is on the display screen. Customer stated that they cannot read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector electronic board was properly connected. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.